Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 3mg/ml at 0.41mg and bupivacaine 15mg/ml via an implantable pump. It was reported that the patient was concerned that her pump was flipping in the pocket. The environmental, external or patient factors that may have led or contributed to the issue was the patient was the sole caregiver for their parent. The patient their pump implanted (B)(6) 2023. The patient¿s parent fell about one month after their implant and that the patient assisted them in getting up. It was sometime after that, that the patient felt like their pump was flipping. It was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the surgeon opened up the pump pocket today and noted that it was not flipped but provided extra sutures and support. The surgeon was able to aspirate the catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.